Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.00x16mm promus premier drug-eluting stent was implanted to treat the target lesion. However, the stent delivery system (sds) got caught onto something after stent deployment and was unable to be removed even after pulling negative pressure on the balloon several times. The physician re-inflated and deflated the balloon and attempted to remove the sds again. After pulling, wiggling, and several other maneuvers of the sds, the device was successfully withdrawn into the guide catheter. After the device was removed, it was noted that the tip of the balloon was kind of bumpy and a little bit hard. The procedure was completed with no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the promus premier, us, mr 4.00x16mm stent delivery system (sds) was returned for analysis. The stent was deployed in the patient and therefore not returned for analysis. The balloon was inflated to rbp (rated burst pressure) and deflated and no issues were noted with the balloon. There were no leaks in the balloon and no visual damage on balloon. The inflation device was verified at 16 atmospheres (atm) before and after use. The bumper tip of the device showed no signs of damage. A visual and tactile examination found kinks in the hypotube shaft profile. The visual and tactile examination of the shaft polymer extrusion profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the proximal left anterior descending (lad) artery. A 4.00x16mm promus premier drug-eluting stent was implanted to treat the target lesion. However, the stent delivery system (sds) got caught onto something after stent deployment and was unable to be removed even after pulling negative pressure on the balloon several times. The physician re-inflated and deflated the balloon and attempted to remove the sds again. After pulling, wiggling, and several other maneuvers of the sds, the device was successfully withdrawn into the guide catheter. After the device was removed, it was noted that the tip of the balloon was kind of bumpy and a little bit hard. The procedure was completed with no patient complications reported and the patient's status was fine.